Event description:
The iab was inserted into the pt on 02/26/97 at 9:00 p.m. And removed on 03/03/97 at 11:00 a.m. The iab did not malfunction. As a result of the event, the pt had ischemia, possible thrombocytosis and removal was requried. (Event complications: ischemia/possible thrombocytosis) reported 06/30/97. (Pt's current status: transferred-rpt'd 06/30/97).